Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted by mako surgical. According to the surgeon, wear patterns were visible on the patella button component. The revision to a tka was to address the patient's unexplained pain. The rio session file and implant plan were reviewed. All accuracy values were within acceptable tolerances; therefore, it is assumed the rio performed as intended. The patellofemoral implant appears to be slightly proud compared to the trochlear groove; however this is left to surgeon discretion. Since the patella preparation is not tracked by the rio, there is no way of knowing how much of the patella was resected by the surgeon. The valgus value of 5 degrees is about 3 degrees higher than recommended, however, those guidelines are only used for initial planning. Ultimately the surgeon is responsible for implant planning. The root cause of the patient's pain and therefore, the revision, is unknown at this time.

Event description:
A surgeon revised a patient who underwent a partial knee arthroplasty case using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee implants. The revision to a total knee (tka) was planned due to pain. The surgeon wa a bilateral patient, but only the right side was revised.